Event description:
It was reported that shaft break occurred. During an angiogram, a 1.50mm x 12mm emerge balloon catheter was used for pre dilatation. After the device was removed it was found that had been bent to an extent that it eventually broke in two, 60-70cm from the hub. The device was removed to complete the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reporeted that shaft break occurred. During an angiogram, a 1.50mm x 12mm emerge balloon catheter was used for pre dilatation. After the device was removed it was found that had been bent to an extent that it eventually broke in two, 60-70cm from the hub. The device was removed to complete the procedure. No patient complications were reported and the patient status was stable. Device evaluated by manufacturer: the returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. A visual examination revealed that the hypotube is separated 78.4cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.